Manufacturer narrative:
This report is for an unknown blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure with retrograde approach for a supracondylar fractures including those with intraarticular extension and poly trauma at supracondylar femur. Postoperatively, there was a union of fracture noted and patient experienced a knee stiffness. Patient had a segmental femur with supracondylar and shaft fractures. Also multi ligamentous knee on the same side and contralateral elbow dislocation. Judet quadri cepsplasty performed for knee rom at final follow-up. There was an evidence of healing reported. This report is for one (1) unk - nail head elements: rafn spiral blade. This is report 2 of 4 for complaint (B)(4).